Event description:
It was reported that pump touchscreen became unresponsive and appeared frozen, preventing customer from interacting with pump screen. There was no adverse impact to the customer¿s blood glucose level. Customer attempted pump reset without success, then planned to use multiple daily injections as backup therapy while technical support arranged shipment of replacement pump.